Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/17/2014 with the following findings: a review of the pump histories showed two warnings of ¿no delivery, insulin level too low to make target delivery¿. At the time of the warnings, the remaining insulin was 4 units on one occasion and 1 unit on the other occasion. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The remaining insulin readings were correctly calculated during testing. During investigation, the pump was primed until 10units remained in the cartridge, at which time a low cartridge warning was emitted. A 9unit bolus was then performed and the bolus was delivered successfully. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient had been experiencing elevated blood glucose (bg) over 500 mg/dl on the third day of cartridge use. No signs or symptoms of hyperglycemia were reported. The reporter stated that the patient¿s bgs were treated with a cartridge change and then a bolus. The reporter stated that when there are 10 units left in the cartridge and a bolus less than 10 units is attempted, the pump will make a motor sound as if it is giving a bolus but then will give a warning that there is not enough insulin to give the programmed bolus. The reporter requested that the pump be replaced. This complaint is being reported based on the allegation that the patient was experiencing hyperglycemia associated with an alleged remaining insulin reading issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.